Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a thoracoscopic right s6 segmentectomy, there was a problem with the device during the intersegmental dissection. After about 3 hours the device has difficulty in opening the jaws, which led to the device becoming unusable. At the time, the device had not been applied to tissue. The device was cleaned about once every 30 minutes during the procedure. The issue occurred at the time of adhesion delamination between areas. The blade did not protrude beyond the edge of the jaws. The device was subsequently replaced with a new one and it worked successfully. The device was connected to the generator, which was of the latest software version. There was no health damage to the patient as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws were difficult to open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic right s6 segmentectomy, there was a problem with the device during the intersegmental di ssection. After about 3 hours the device had difficulty in opening the jaws, which led to the device becoming unusable. The jaws were partially opened and it was possible to release the tissue, but it was difficult to open the jaws and it was difficult to use. At the time, the device had not been applied to tissue. The device was cleaned about once every 30 minutes during the procedure. The issue occurred at the time of adhesion delamination between areas. The blade did not protrude beyond the edge of the jaws. The device was subsequently replaced with a new one and it worked successfully. The device was connected to the generator, which was of the latest software version. There was no health damage to the patient as a result of this event.